Manufacturer narrative:
Device evaluated by MFR: investigation was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 35mm proximal of the distal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. During a venous stenting procedure, an ultra ice plus imaging catheter was used. However, it stopped working. They took that one out and used another ultra ice plus imaging catheter. An xxl balloon was used after they stent which is a wallstent 18 x 90. The balloon was inflated at 5 atmospheres but it ruptured. They removed the xxl balloon and replaced it with another xxl balloon. When the doctors were trying to remove it, the balloon ruptured at 2 atmospheres for 3 seconds and broke into pieces. At the end, the physician was able to retrieve everything. The fragments were retrieved over the wire. He removed everything, the sheath everything together. The physician was able to finish the procedure. The patient was doing okay. There were no complications. The patient was fine.

Event description:
It was reported that balloon rupture occurred. During a venous stenting procedure, an ultra ice plus imaging catheter was used. However, it stopped working. They took that one out and used another ultra ice plus imaging catheter. An xxl balloon was used after they stent which is a wallstent 18 x 90. The balloon was inflated at 5 atmospheres but it ruptured. They removed the xxl balloon and replaced it with another xxl balloon. When the doctors were trying to remove it, the balloon ruptured at 2 atmospheres for 3 seconds and broke into pieces. At the end, the physician was able to retrieve everything. The fragments were retrieved over the wire. He removed everything, the sheath everything together. The physician was able to finish the procedure. The patient was doing okay. There were no complications. The patient was fine.